Event description:
Reportedly, during an attempt to implant the ICD involved in this MDR report, the (rv) is-1 lead tip was fixated in the header but no torque-screwdriver rattle could be heard when screwing. The physician had no confidence in the integrity of the system and wanted to remove the lead from the device. The setscrew was "unscrewed" but it was very difficult (no grip from screwdriver on the setscrew). In a second attempt with a new screwdriver, rv df-1 setscrew was unscrewed but (rv) is-1 setscrew was unscrewed with the same difficulties. The physician replaced the subject device which was returned for analysis.

Manufacturer narrative:
Date: (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.